Event description:
It was reported that during an unknown procedure, the problem occurred at the end of the procedure during the junjenojunjenal anastomosis with the white reload. It is unknown how the procedure was completed. There were no adverse consequences for the patient. Additional followup: on what tissue type was the device used? At what location on the tissue? Jejunum tissue for the jejunojejunostomy. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th firing. During which stroke did the event occur? First stroke. What color cartridge was being used? White reload. What other color cartridges were used before and after this event? Blue for the creation of the gastric pouch. Was buttressing material utilized? If so, which product? No buttressing materiel. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes on the first stroke. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes during firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?no. Was there any difficulty removing the device from the tissue? Yes , the surgeon had to break the device to open it. What was the quality of tissue in the area where the device was fired? Normal;the problem was not the tissue but the device. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? No problem on the patient. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. What is the age and sex of the patient? Unknown but it wasn't the problem. What is the current status of the patient? Good.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.